Event description:
The doctor reported the implant was removed due to failure to osseointegrate approximately 3 months after implant placement. Bone quality around the area was type ii, and oral hygiene around the implant was moderate. The doctor reported bone resorption and abnormal sensation around the implant during the implant removal surgery. The patient has since recovered.